Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During a laparoscopic duodenocephalopancreatectomy, the subject device was used. After about 2 hours of the start of the procedure (on half of the surgery), probe damage error occurred, and the probe of the subject device broke off and fell inside the patient. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 10 mm from the distal end. The broken piece of the probe tip was not returned. No scratches were observed on the probe, and distal end of the probe was bent. The surface of the broken portion of the probe was uneven. The non-insulated area had no contact marks to indicate that the probe and the grasping section came into contact. The analysis results of the fracture surface are as follows; the broken surface had patterns to indicate that the probe had a ductile fracture. It can be inferred that high stress beyond the limit of the material was applied to the probe causing a ductile fracture. A force beyond the strength might have been applied from the grasping portion side of the probe to the opposite side. This might have caused the probe to break. Since most of the surface of the broken portion was crushed, the origin of the cracks or the mode which was leading to the reported event could not be identified exactly. The manufacturing record was reviewed and found no irregularities. The investigation result alone could not identify the cause exactly. Based on the analysis result of the broken surface, a likely cause of the phenomenon of the reported event might be the following. 1. A force beyond the strength might have been applied from the grasping portion side of the probe to the opposite side. This might have caused the probe to have cracks, and the error occurred. 2. After that, grasping tissue, or activation of the device might have applied a force to the scratched area of the probe, causing this area to crack. As a result, the cracks progressed and the probe broke. However, most of the surface of the broken portion was crushed. Therefore, the origin of the cracks or the mode which was leading to the reported event could not be identified exactly. The above device handling has warned in the instruction manual.